Event description:
It was reported that the device provided inaccurate sphb readings on different occasions. Customer reported "I had blood work done at the lab (B)(6) which read hgb of 110 (blood work was ran the same day it was drawn. I received results from my midwife that night), your meter read 120". There were no consequences or impact to the pt.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.